Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a versacross connect laac was selected for use. Access was obtained, when 8f sheath was removed to go up with versacross connect with watchman double curve sheath for transeptal, the dilator would not go onto the rf wire. The insulation had almost came back, it was attempted to straighten out the insulation. Thus, a new kit was opened and was swapped out for a new wire. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. The rf wire was not advanced using non-boston scientific metal introducer. No dilator damage noted. The insulation was buckled and peeled back.